Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple supply changes were performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 270 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.